Event description:
It was reported that pt expired. The pt's managing physician was contacted for additional information. The physician responded that the pt expired of an unk cause. It was stated that the death was unrelated to the baclofen pump and that at the time of death the pt was in another facility. The device system was used to deliver lioresal.